Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the blower faulty. Blower not running. No patient involvement or harm reported.

Manufacturer narrative:
Follow up on this issue shows the customer only reported the blower faulty and inquired about parts for replacement. No further information available.